Manufacturer narrative:
We have rec'd the device for evaluation and were able to verify the failure. The root cause of the failure is inconclusive. It is possible that the patient's tortuous anatomy and/or sharp calcified plaque may have contributed to the failure. The IFU warns to exercise caution when encountering extremely diseased vessels since arterial rupture or balloon failure due to sharp calcified plaque may occur. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that there was no injury to the patient at the time of the incident.

Event description:
The patient has diabetes and lesion area was a calcified vessel. The lemaitre device was used to perform thrombus removal of the synthetic vessel. The balloon deflated during the procedure. When the device was removed from the patient, the physician noticed that the balloon was damaged and a piece of the balloon could be missing. The patient was fine and not injured. When the device was returned for evaluation, we found that a piece of the balloon (2-3 mm) could be missing however, we could not determine with 100% certainty. It is possible that the piece of the balloon remains in the patient. The physician is aware of this issue and believes that no pieces of the balloon were left in the patient.